Event description:
Customer was hospitalized for low blood glucose. Customer also reported air bubbles in reservoir and was mostly convinced it was user error. Troubleshooting was performed and pump appeared to be operating normally.